Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level was 300 mg/dl. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.